Manufacturer narrative:
The technician found the head brake block assembly was contaminated with excessive unknown lubricant and the thrust bearing and thrust washers are broken and grinding. The technician replaced the thrust bearing and thrust washers and cleaned the head brake block assembly to resolve the issue.

Event description:
The technician alleged that the head of the bed is drifting slowly down. No patient impact.